Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax1206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leaking in the catheter. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be use related. One 2 fr perqcath catheter was returned for investigation. The catheter extended 10.4 cm past the tapered over sleeve. Use residue was observed throughout the sample. The catheter was flushed with water using 12 ml syringe and the distal end was found to be occluded. Two spraying leaks were observed near the proximal depth marker and were on opposite ends. Microscopic observation of the outer surface of the leak location revealed a slightly curved split. The corresponding internal surface of the leak location showed a hole and it did not appear to have sharp or expanding edges. This is indicative of the catheter being punctured by a sharp instrument. Due to two leaks being present on opposite ends of the catheter and the characteristics of the leak are likely to have been caused by a sharp instrument, the complaint is confirmed. A lot history review (lhr) of reax1206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leaking in the catheter. No other information was provided.